Event description:
This is report 5 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for nosocomial peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. At the time of this report, the patient remained hospitalized and had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.